Manufacturer narrative:
Insulin pump wsa received with no button response due to corroded keypad traces. No button error alarm observed during testing. Cracks to the case, battery tube threads, reservoir tube lip and display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer's blood glucose reading at the time of the call was 74 mg/dl. No further information reported.